Manufacturer narrative:
The account adjusted the brake casters to resolve the issue.

Event description:
Account alleges the brake casters will roll after the brake is set. There was no reported injury or incident.